Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The turbohawk sxc was inserted into a tibial vessel by the physician. After numerous passes, the catheter was withdrawn and an angiogram was taken when a perforation was noticed . Anti-coagulation medication was stopped by the physician and a pta was performed with a balloon for approximately 5 minutes. An angio was taken and perforation was still present. Another angiogram was taken after a second 5 minute inflation of the balloon but the perforation was still present. The physician decided the patient's best option called for the use of a stent graft (covered stent). The stent was deployed and the perforation was successfully sealed as was observed during the final angiogram. The patient left the cath lab in good condition. At case end, the stenosis was debulked and the flow through the artery was improved